Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Both (B)(4) and philips field service engineers evaluated the system and determined that the reported event was due to a ring cable that had broken and split apart. Investigation by philips engineering confirmed that the covers protecting the wiring are ul rated and (B)(4) compliant and grounded. Additionally, all metal frames within the detector are grounded and the detectors are provided with an overall electrical enclosure. The conductors are provided with fuses that will open during a fault condition and the detector is provided with a fire enclosure rated (B)(4). The ring cable was replaced. The replaced part was further evaluated and it was determined the ring cable broke due to age, and wear and tear on the system. The ring cable was then discarded. The system is now working and philips findings were communicated to the customer site. (B)(4).

Event description:
Philips received info from a customer site that a technologist was performing a pre-programmed set up on the axis camera when a "shower of sparks" was emitted from detector number one. The sparks fell below the bed and did not make contact with the pt. There was no harm to pt or operator. A call was immediately placed to the third party service provider, (B)(4), following the incident.